Manufacturer narrative:
The reagent lot number is 76615201 with an expiration date of 31-aug-2024. Section e1: (B)(6). The field service representative found the rinse station pipeline was ruptured and leaking. The investigation is ongoing.

Event description:
There was an allegation of questionable cobas integra creatinine plus ver.2 assay results for 1 patient sample on a cobas 8000 c 702 module. The initial result was 1629 umol/l. The repeated result was 66 umol/l. The results were reported outside the laboratory. The sample was repeated due to the customer questioning the high result.

Manufacturer narrative:
After service, no issues were reported by the customer. The investigation determined the service actions resolved the issue.